Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo and lo. The product is stored in the living room. The test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: reviewed meter memory: (B)(6).